Manufacturer narrative:
MDR 3003442380-2026-20795 / initial 3 of 4. Name: tandem, street: 11045 roselle street, line 2: suite 200, city: san diego, state: ca, zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site:3003442380.

Event description:
Event occurred in canada. It was reported that the patient faced event on where infusion set tubing was leaking at the site. The issues occurred with four infusion sets used for three to forty-eight hours.